Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon, trocar balloon, obturator and insufflation bulb appeared intact. The inflation syringe was not received. The lock collar tab was broken and the pieces were received. Pmv performed functional testing; using a test syringe the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Additionally, the investigation detected a secondary condition of broken lock collar that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the dissector balloon, trocar balloon, obturator and insufflation bulb appeared intact. The inflation syringe was not received. The lock collar tab was broken and the pieces were received. A functional evaluation found that using a test syringe the trocar balloon was inflated, dried fluids were noted and the balloon showed signs of resisting to inflate. The balloon was provided more air from the syringe and popped upon examination. The dissector balloon was inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic totally extraperitoneal, when inserting the balloon into the preperitoneal tissue and trying do dilate the space in the groin area, the balloon did not inflate. Another device was used to complete the case. There was no patient injury.